Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. The patient ultimately underwent a pump exchange on (B)(6) 2015. The heartmate ii lvas, serial number (B)(6), was explanted and returned for evaluation (reference MFR # 2916596-2015-02366). The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's pump exchange is reported under MFR # 2916596-2015-02366. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) levels. Thrombus was suspected. The patient received unknown treatment and eventually had a pump exchange on (B)(6) 2015.